Event description:
New aortic clamp, on three occassions nearly transected the aorta because of design and lack of lateral stability between the lines. The physician is extremely concerned about the potential for injury dissection of aorta and considers the product dangerous.